Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The surgeon stated that the patient's suture line was red and inflamed with suture extrusion. Additional information has been requested.

Manufacturer narrative:
(B)(4). Inflammation occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.